Event description:
Procedure type: lap chole. According to the reporter: before using it on the pt, it was confirmed that something disengaged from the tip. Therefore, it was not used. The procedure was completed with another. No pt injury was reported.

Manufacturer narrative:
(B) (4)